Event description:
Same case as 6000093-2007-00124 and 6000093-2007-00134. It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The initial procedure occurred in 2005. The pt underwent angioplasty with placement of a taxus express2 2.75x24mm drug eluting stent to the proximal left anterior descending (lad) artery. In 2006, the pt presented with symptoms consistent of acute coronary ischemic syndrome. Angiography showed that in the previously deployed stent and just distal to this stent, there appeared to be a tight stenosis of 99%. The proximal lad, proximal to the previously deployed stent also shows new stenosis of 75% to 80%. The diagonal branch showed a 40% to 50% ostial stenosis. A 1.5x20mm balloon, unk type, was used to dilate the site of the lesion just distal to the stent in the mid lad to 14 atms for one min. The physician then placed a taxus express2 2.5x20mm drug eluting stent at the site of the lesion, overlapping the previously deployed stent. Another taxus express2 3.0x16mm drug eluting stent was then placed in the proximal lad overlapping the mid lad stent. No pt injuries or complications occurred. The pt was prescribed aspirin and plavix post procedure. The pt presented again nine months later with 95% in-stent restenosis in the mid lad and 90% in-stent restenosis in the proximal lad. The physician placed a taxus express2 2.75x32mm drug eluting stent to the mid lad and a taxus express2 3.0x16mm drug eluting stent to the proximal lad. No pt injuries or complications were reported.

Manufacturer narrative:
The delivery device was discarded by the hosp and the stent remains implanted in the pt, therefore, no direct product analysis is available. The root cause of the complaint incident could not be determined.